Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2014; 419688 lead, implanted: (B)(6) 2009. Product event summary: the partial lead was returned in segments, analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The initial reported event of (infection/erosion) was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pocket infection and antibiotic treatment was necessary. The device and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.